Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. The pt presented with recurrent radiculitis. The investigator noted the event as severe in intensity. Pt had reoperation 5 days later recurrent disc herniation but continued to have radicular pain. The outcome of the event was continuing without treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigation noted a possible explantation for the event as common post operative event.